Event description:
It was reported that the patient experienced symptoms such as a headache following a spinal fluid leak (csf leak) that occurred during their implant procedure. The patient was given medication to address the issue. Manufacturer reference report number #:1627487-2021-12766. Manufacturer reference report number #:1627487-2021-12767. Manufacturer reference report number #:1627487-2021-12710.

Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.